Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician could not duplicate that the ventilator was running hot but did find in service that the battery failed so he replaced the internal battery to correct the reported issue.

Event description:
The customer reported the model lvt (lap top) 950 ventilator unit would run hot. The customer reported no patient involvement.